Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported product deficiency. The reported dissection is listed in the xience v everolimus eluting coronary stent system instructions for use as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure.

Event description:
It was reported that the procedure was to treat a lesion with a 90% stenosis in the moderately tortuous, mildly calcified, mid left anterior descending artery. The left coronary ostium was intubated with a jl 3.0 6f guiding catheter. The lesion was predilated in multiple sites with 2.0x15 mm voyager balloon at 8-10 atmospheres for 30 seconds. A 3.0x18 mm xience v stent was deployed in the mid segment, after which a dissection was observed. The dissection was treated with the deployment of a 2.75x12 mm xience v stent successfully. No other adverse patient effect or clinically significant delay in the procedure was reported. No additional information was provided.